Event description:
The customer mother reported that the insulin pump started counting up and went blank. The customer's blood glucose level was unknown mg/dl. The customer mother stated that her son had any other problems or alarm. The customer mother was advised that the insulin pump did unexpected restart. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).